Event description:
The pt underwent a procedure for a trial scs system. It was reported that pt's trial leads migrated out of his body and the trial was ended.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.